Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a replace battery now alarm after replacing the battery cap. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and the customer received a low battery alert. This was the second occurrence of receiving an alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be replaced and the customer can continue to use pump until the replacement arrives if they install a new battery. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test. However, the pump was received with a high active and sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high active and sleep current measurement. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. In further review of the formatted history file 1 week prior to the event date of 04-apr-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 04/01/2025 09:33:54.000 to 04/01/2025 10:05:00.000 04/02/2025 15:28:17.000, 04/02/2025 15:28:25.000, 04/02/2025 15:28:47.000 04/04/2025 12:13:35.000, 04/04/2025 12:27:01.000 low battery alert was found on: 04/02/2025 13:08:00.000 04/03/2025 08:05:00.000 04/04/2025 11:07:00.000 replace battery alert was found on: 04/02/2025 14:46:00.000, 04/02/2025 14:56:00.000 04/03/2025 09:59:00.000 replace battery now alarm was found on: 04/03/2025 09:59:00.000 04/02/2025 15:27:00.000, 04/02/2025 15:28:25.000, 04/02/2025 15:28:47.000 04/03/2025 10:30:00.000, 04/03/2025 10:40:00.000 failed battery alert/battery failed alarm was found on: 04/01/2025 09:08:38.000, 04/01/2025 09:17:23.000 04/01/2025 09:23:17.000, 04/01/2025 09:23:36.000 04/01/2025 09:32:28.000, 04/01/2025 09:32:40.000 04/01/2025 09:34:35.000, 04/01/2025 09:34:58.000 04/01/2025 09:35:24.000 power loss alarm was found on: 04/01/2025 10:36:40.000 04/02/2025 15:28:17.000, 04/02/2025 15:29:13.000 04/03/2025 11:19:37.000 pump error 23 alarm was found on: 04/03/2025 11:19:37.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert, replace battery now alarm, failed battery alert/battery failed alarm, power loss alarm and pump error 23 alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 04/04/2025 11:07:00 faster than expected at 0.86 days. Battery cycle 2 received the lowbatteryalert (104) on 04/03/2025 08:05:00 faster than expected at 0.69 days. Battery cycle 3 received the lowbatteryalert (104) on 04/02/2025 13:08:00 faster than expected at 1.1 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. A high active and sleep current measurement were confirmed due to corrosion on the pcba 1 and pcba 2. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a cracked battery tube threads, a scratched case and a serial number label missing. Unexpected battery power loss, charge/battery lasts less than expected and a high active and sleep current measurement were confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.